Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna-ii) blade failed to lock and was difficult to remove during an intertrochanteric fracture procedure on (B)(6) 2018. A new pfna-ii blade was used to complete the procedure. There was a surgical delay of 10 minutes. The procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.027.053s; lot: l901726; manufacturing site: bettlach; release to warehouse date: may 30, 2018; expiry date: may 01, 2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection: investigation site: cq zuchwil; selected flow: 2. Device interaction/functional visual inspection: the complained blade was received completely disassembled. Several components are missing. Furthermore, there are heavy marks and wear and tear signs visible. The inner screw is badly damaged. Functional test: the device is heavily damaged in a manner which prevents an accurate functional check of the features. Due to the missing parts and the bad condition of the device, we can confirm that the root cause can be addressed to an inadequate use or handling issue dimensional inspection: not required per selected investigation flow as root cause is use related. Document/ specification review: not required per selected investigation flow as root cause is use related. Conclusion: our investigation has shown that the complaint condition for the received drill bit is confirmed. Because of the damage and the missing parts, it is not possible to measure the relevant dimension neither to perform a functional check. The various damages are clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. As result to the damaged screw's thread, it was no longer possible to lock/ unlock the device anymore. It is possible that the device encountered unintended forces such as a mechanical overload situation or mishandling. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Implant date, explant date: device malfunctioned intraoperatively and was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome reported as stable after the procedure.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 04.027.053s , lot: l901728 , manufacturing site: bettlach , release to warehouse date: 28.may.2018 , expiry date: 01.may.2028 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.